Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was admitted into the hospital on (B)(6) 2015 for diabetic ketoacidosis with a blood glucose (bg) level of 600 mg/dl which eventually elevated to 800 mg/dl. The customer administered manual injections. The customer was released from the hospital on (B)(6)2015 with possible kidney failure and doesn't remember treatment while hospitalized. At the time of the report, the customer's bg level was 120 mg/dl. During a system check with tandem technical support on (B)(6) 2015, the pump and cartridge functioned as expected.